Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site and was able to confirm the reported condition. The spring in the IV pole dislodged causing the IV pole to not lock in the up position. The spring was reinstalled in the lock mechanism. The IV pole height adjusting mechanism was verified to be functioning per manufacturer's specification after repairs. The service technician and customer confirmed the IV pole clamp was installed on this device during the time of the incident. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no other problems identified related to the reported condition. Corrective action: an internal CAPA has been initiated to evaluate reports of the IV pole dropping down suddenly. Implementation of the addition of a collar for the currently field installed devices will be completed to address this issue. Root cause: the root cause of this failure was the spring in the IV pole dislodged from the locking mechanism.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.